Event description:
Information was received regarding a medfusion 4000 pump. It was reported that 64 pumps had seven or more acu watchdog alerts from (B)(6) through (B)(6) 2021. It was later added that there were primary audible alarms, a slight crack in the bottom left case corner and in battery door around the screw, a non-OEM speaker with resistance of 11 ohms, not counting the lead resistance of 2.5 ohms. There was no signs of fluid ingress. Customer could not determine the cause of the alerts. It is unknown if there was any patient, or clinician injury associated with this particular occurrence.